Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the rf (radio frequency) head would not interrogate and failed uplink functional test. The rf head cable found out of electrical specification. Analysis also found the rf head label backing is missing. (B)(4).

Event description:
It was reported the rf (radio frequency) head would not interrogate; no lights. It is noted when new head applied there were no issues. The rf head was returned for repair. No patient complications were reported as a result of this event.